Event description:
It was reported that two struts of the metal filter basket broke. The filter was recovered by using a non-guidant catheter without any problems. There were no patient effects reported.